Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (no time n/a at no time mg/day) and hydromorphone (no time n/a at no time mg/day) via an implantable pump for spinal pain. It was reported that  the patient came into the office and a motor stall was seen with a service code 99 and 100 on the tablet. The healthcare provider (hcp) confirmed that the pump had been stalled as many hours as the patient had a magnetic resonance imaginary (MRI) on (B)(6) and did not have the pump checked post MRI. The hcp confirmed they did see the alerts go away after they rechecked the pump. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.